Event description:
A hospital in (B)(6) has reported that an oxygen tube had "popped off" the rt008 air entrainer during use. The entrainer is part of the rt308 heated oxygen therapy kit. They further reported that on two occasions the pt's oxygen saturation had dropped below normal levels.

Manufacturer narrative:
(B)(4). Method: the rt008 complaint device is not expected to be returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events and our knowledge of the product. Results: this type of failure can happen if the oxygen tubing is not affixed tightly to the device. Hospital staff have reported that the oxygen tubings available to them have varying tapering widths. It is difficult to comment on the ideal tubing, given the number of manufacturers, differing material and fittings. Conclusions: without a complaint device, we are unable to determine the root cause of this event. But it is unlikely that there is a fault with the rt008 entrainer. The rt008 entrainer has a tapered connector and is intended for supplemental oxygen delivery only, and appropriate monitoring should be in place. As the entrainer is capable of handling flows of up to 15l/min, it is important to ensure the oxygen tubing is affixed tightly to the device.